Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device -- 11 months, 1 day. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Bleeding, localized infection, respiratory failure, driveline infection, sepsis, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. This section also provides information regarding anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2018 with a fever and blood cultures positive for infection. On (B)(6) 2018, the patient had major bleeding with the site of bleeding unknown while hospitalized for infection. The patient received 2 units packed red blood cells (prbcs) over a 24-hour period and was taking the anticoagulant warfarin at the time of the event. No testing, imaging, or scopes were completed in regards to the patient's bleeding. The bleed resolved on its own on (B)(6) 2018. The reported infection location was in the patient's right knee and was not associated with the driveline or lvad pump pocket. On (B)(6) 2018, the patient was re-admitted with fever and respiratory distress. The patient has a history of sepsis and infected knee joint. Cultures were taken and the patient was put on intravenous antibiotics after cultures.